Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported 2 of his infusion sets have "failed." When he removed the holder of the infusion set, the cannula came out of his body. Patient uses the infusion set insertion device to insert the headsets. Patient noticed this concern right away and did not connect the infusion device. All other infusion sets have worked as intended. The alleged infusion sets were discarded and will not be returned for evaluation. Infusion sets were replaced. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.